Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of incidence. Customer¿s current blood glucose level was 132 mg/dl. Customer was treat with glucose tablet and with carbohydrate for low blood glucose level. Customer reported that the insulin pump was automatically delivering the insulin at the time of incidence. Customer was using auto mode. Customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.